Manufacturer narrative:
Investigation in progress.

Event description:
It was reported to gore by the physician, the pt had a fem-pop bypass procedure. The physician reported post op, it was observed there was excessive bleeding coming from one of the anastomosis, so the physician was summoned back to the or and repaired the anastomosis with no consequences to the pt. According to the physician, the gore suture had torn (not at the knot). Additionally, the physician reported the pt status is fine.